Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's infusion set had air bubbles. The line had large air bubbles. Customer's blood glucose level was 463 mg/dl. She treated her blood glucose level with a bolus using the insulin pump. The air bubbles did not persist after an infusion set change. The insulin pump alarmed insulin flow blocked. The device was not returned.